Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation after exercising. Diagnostics indicated the l5 lead had high impedances. In turn, the lead was explanted on (B)(6) 2022. Therapy was restored.

Manufacturer narrative:
The report of high impedances was confirmed. Analysis of the returned stimulation end segment of the lead found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.